Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation and "has been kind of low." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening, delamination, crease flat, and an opening. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve, crack opening, and opening striated. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, and a striated edge opening on anterior side due to surgical damage. The reason for reoperation was reported to be due to deflation.

Event description:
Patient reported a right side deflation and "has been kind of low." Device has been explanted.